Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 402 mg/dl at the time of incident. The customer treated high blood glucose with insulin pump. The customer did not experienced symptoms due to high blood glucose. It was unknown whether the customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that he was just delivering the bolus and pump shuts off 7 times and had to restart the insulin pump. The insulin pump will not be returned for analysis